Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from the leaflets, increased mr, tissue damage, and surgical removal of the detached clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. At a later date, the patient was admitted to the hospital for other health concerns when transthoracic echocardiogram (tte) and x-ray images were performed which noted a potential complete clip detachment of one clip and the mr increased to 4. The patient was sent for mitral valve repair surgery on (B)(6) 2020 where it was noted the clip had embolized and was therefore removed. A tear was noted on the posterior leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported complete clip detachment is the result of patient conditions. The reported embolism and recurrent mitral regurgitation are the result of the complete clip detachment. A conclusive cause for the reported tissue damage cannot be determined. The reported patient effects of recurrent mitral regurgitation, embolism and tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na